Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. A visual examination of the returned complaint device noted that the internal control wire detached from the yoke and was exposed out of the catheter. It was observed that the capsule was still attached to the bushing but separated from the control wire. Additionally, it was noted that the control wire was kinked in several sections. Functional evaluation was performed, and the device was not able to open. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip together with the catheter was then pulled off and the procedure was completed using another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip together with the catheter was then pulled off and the procedure was completed using another resolution 360 clip device. There were no patient complications reported as a result of this event.